Event description:
It was reported that the solution was too hot as it was filling the home patient (hp) while they were performing the peritoneal dialysis (pd) therapy on the homechoice (hc) device. The technical service representative (tsr) advised the hp to use the manual supplies in order to perform the therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed both electrical and functional testing. The heater pan temperatures were measured and were found to be within specification. The reported issue could not be confirmed or duplicated. The cause of the issue could not be determined. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.